Manufacturer narrative:
Product analysis : analysis confirmed customer comment that both output connectors are broken. Upper case is broken around the menu encoder. Lower case is broken. Three case screws are contaminated. Both wires on the liquid crystal display (lcd) are pinched (not compromised) . All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) were not retaining the cables. The epg was returned for service. There was no patient involvement.